Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. It was noted that the balloon was deflated upon return. Per visual evaluation, no damages along the catheter were found. During the functional evaluation, the balloon was inflated with 10cc of air using a syringe, and it was not deflated. After that, the catheter balloon was inflated with 10cc of a mix of tap water and blue methylene using a syringe, and no deflation was found. Then the catheter was manipulated by pressing at bifurcation area and no deflation was found. Also the catheter inflation valve was tested and verified for leakage, hanging the catheter inverted for 10 minutes and no leakage or deflation occurred. The reported issue was unconfirmed, as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had no liquid in the catheter balloon. As a result, the catheter fell out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had no liquid in the catheter balloon. As a result, the catheter fell out of the patient.